Manufacturer narrative:
The insulin pump was received unable to prime during prime test due to moisture damage on the force sensor resistor. No motor error alarm noted during our testing and the motor was tested outside of the device and passed. Unable to perform the occlusion test and excessive no delivery test or verify low reservoir alarm due to prime fill anomaly. However, the insulin pump passed displacement test, self-test, off no power test, a21 error test, rewind and basic occlusion test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, broken belt clip slot, cracked battery tube threads, cracked case and cracked case at reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump alarmed with motor error. The patient's blood glucose at the time of incident was 414 mg/dl. The customer did not mention any symptoms or treatments of the high blood glucose. Troubleshooting was initiated for the motor error alarm. The drive support cap appeared normal. The insulin pump had not been exposed to any high magnetic fields either. However, a motor position encoder error alarm had previously occurred. The customer was able to successfully rewind the device. The insulin pump will be returned for analysis and a replacement device will be shipped to the customer.